Event description:
7/7/88, device inserted with spinal fusion. L-4 hook disengaged, 7/24/88. 8/25/88 insertion of pedicle screw in l-4 and re-instrumentation. 8/20/91 removal of device, pedicle screw and repair of pseudarthrosis of l-4. Revision of l-4 with insertion of bone growth stimulator.